Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 318 and 368 mg/dl am fasting; the customer¿s expected am fasting blood glucose test result range is 80 - 130 mg/dl. The customer is also concerned with test results from results obtained of 329, 325 and 380 mg/dl two hours after eating; the customer¿s expected blood glucose test result two hours after eating is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call; customer stated that she just ate. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/22/2021 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).